Event description:
No additional or corrected information to report.

Manufacturer narrative:
DHR and sterilization records review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and 2 similar event or complaint were found. A definitive root cause could not be determined. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Manufacturer narrative:
(B)(4). D10: unknown oss stem unknown. Unknown taper unknown. Unknown cone body unknown. Unknown femoral head unknown. Unknown liner unknown. The reported event was identified during review of a journal article: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19: s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01702, 0001825034-2023-01703, 0001825034-2023-01704, 0001825034-2023-01706, 0001825034-2023-01707. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant at tooth site #9 was removed due to infection. Symptoms as a result of the event: abscess & inflammation.